Event description:
A balloon ruptured on the first inflation during an arteriovenous hemodialysis fistula graft dilatation. Another balloon catheter was used which also ruptured. Results were satisfactory and the procedure was completed successfully at that time without pt complications. The device was received, evaluated and retained by this MFR. Microscopic examination revealed a pin-hole leak 1 cm distal to the proximal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface which believe contributed to this event and do not attribute it to the device. Our directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."